Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00037 for second associated incident report.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. According to the details provided, the patient alleges developing an unspecified eye infection following lens use and sought out medical attention at an unknown location. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged eye infection with a lack of medical information and potential for serious injury related to ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00037 for second associated incident report.